Manufacturer narrative:
Additional information was received. On postoperative day one (1), the patient fell down due to weak legs and hit his head. CT examination indicated extensive cerebellar infarction. It was thought that the weak legs were related to cerebellar infarction and it was caused by the tavr. No paralysis was observed. Only antithrombotic therapy was performed. The patient left the hospital on his foot. The valve in the descending aorta is being anchored firmly and the one in the aortic valve position works well.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the valve used in the case. Please reference related manufacturer report 2015691-2021-02412. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary .stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26 mm sapien 3 valve in the aortic position using transfemoral approach, there was some resistance during valve alignment at the descending aorta. There was some resistance encountered when pulling the flex catheter and rotating the fine adjustment wheel during valve alignment in the descending aorta. Once the pusher was pulled prior to valve positioning at the aortic valve, the sapien 3 valve moved to aortic side about 2.5 to 3 mm from the distal marker. Realignment was performed. The valve moved again to the aortic side while pulling the flex shaft. Although the valve moved on balloon, it was considered acceptable and valve deployment was attempted. During valve deployment, the sapien 3 valve expanded from the distal half and moved back to the aorta. Therefore, inflation was aborted. The patient developed vfib during rapid pacing, dc shock was given once, and blood pressure stabilized by medication. The valve was deployed in the descending aorta. A new sapien 3 valve was successfully implanted in the aortic position. On postoperative day one (1), the patient was suspected to developed cerebral infarction. MRI examination was planned.